Event description:
During an incident in 2004 involving a patient suffering from weakness and not feeling well, this defibrillator was being used with sw monitoring pads to monitor the pt and the crew experienced a lot of artifact. The pt was transported to a hospital alive and alert.